Manufacturer narrative:
(B)(4). Medical devices: metasul durom, component for acetabulum, 60/54, code t, catalog no# 0100214060 ; lot no# 2333355, metasul ldh, head, 54, code t, taper 18/20, catalog no# 0100181540 ; lot no# 2344272. Therapy date : (B)(6) 2008. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to loosening.

Manufacturer narrative:
DHR review: the quality records indicate that these components met all requirements to perform as intended. No trend considering the following event is identified: stem aseptic loosening. Event summary: it was reported that the patient received a left hip implant on (B)(6) 2007 and was revised on (B)(6) 2008 due to aseptic loosening of socket and stem. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between durom cup and metasul head was performed from www.productcompatibility.zimmer and showed that it was approved by zimmer biomet. However, due to the unknown information of the adapter, compatibility between metasul head and cls stem cannot be confirmed. Conclusion summary the patient was revised due to aseptic loosening of acetabular component and stem. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The cup loosening is a known issue and have been addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Therefore, no further investigation required. The contributing factors for stem loosening in general includes wrong positioning when preparing the femoral canal, selection of wrong components and fretting at taper. However, due to the significant lack of information, an accurate analysis cannot be performed. Therefore, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.